Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set fell off. This issue occurred before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified. Visual inspection identified tubing separated from the patient adapter. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.